Event description:
A (B)(6) male pt called zoll customer support to report that he was receiving frequent check therapy electrode pad message. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check therapy pad messages) has been confirmed. Upon investigation, the electrode belt failed the full belt test. The black pulse wire was found to be intermittently open in the trunk cable. The open pulse wire caused the reported alarms. The root cause for the open pulse wire could not be positively identified, but the damage likely resulted from excessive force on the electrode belt trunk cable. No adverse event resulted from the intermittent pulse wire. The pt received a replacement electrode belt.